Event description:
It was reported that during a pta procedure for an upper arm fistula, unspecified arm, the doctor had no difficulty inflating the balloon, but a very difficult time deflating the balloon. The inflator device used was the merit, and the balloon was inflated to 12 atm. After it was inflated, the doctor had to hold negative pressure on the balloon, but was able to remove it through the sheath with difficulty. No injury to patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned catheter was evaluated. Upon initial inspection there were no visual defects noted. The balloon was bloody and also had some trace amounts of a yellowish fluid in the balloon. A .035 inch guide wire was inserted without any difficulty. The balloon was inflated to rated burst pressure without issues. The balloon could not be deflated. The catheter was dissected and the port holes were patent. A kink was found in the proximal cone transition. The cause of the kink at the proximal cone transition could not be determined. The result of the investigation was confirmed. The root cause is unknown. The IFU (information for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. Caution: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.